Event description:
It was reported by the patient that the batteries were left in the previously working remote monitor which rusted in the monitor. New batteries were placed in the monitor but it does not turn on. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.